Event description:
Pt had extensive scar tissue in the groin area. Obtaining vascular access was extremely difficult requiring significant torqueing, pushing, and manipulation of the convoy sheath to advance the sheath inot the right atrium. The sheath and dilator were tracked over a guide wire. Under fluoroscopy, it was observed that the radiopaque marker band was "floating" in the right atrium. This marker band ended up in the pt's lower lobe of the right lung. This incident occurred at the start of the procedure. The atrial fibrillation procedure was stopped until an assessment was completed. A decision was made to proceed. The procedure was successfully completed.